Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed target lesion was located in a calcified and moderately tortuous middle right coronary artery. The 3.25mmx15mm nc quantum apex catheter was advanced for post-dilation. During the first inflation, the balloon ruptured at 12 atms. The device was removed and the procedure was completed with 3.25x15mm non-bsc balloon. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
(B)(6). (B)(4). The complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).